Event description:
Baxter reports the spike of a transfer set separated from a port of a twin bag when the pt changed solution. Per pt, the spike of the transfer set was fully inserted into bag port at therapy set up and pt reportedly did not pull on set during use. The affiliate reports no pt injury or medical intervention as a result of the incident.